Event description:
The patient received multiple inappropriate therapies for double counting. The lead was repositioned due to suspected dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.